Event description:
A customer reported an issue with the touchscreen responsiveness of their pump, indicating that the screen was frozen and would not respond to input. There was no reported adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information, and the customer successfully reset the pump, regaining the ability to interact with the screen.